Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements of 3 volts at 1 millisecond. There was intermittent loss of capture but the patient was not symptomatic. A lead revision procedure was performed and this lead was explanted. No adverse patient effects were reported.